Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's reported date of april 2026. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified insertion issue with the abbott diabetes care (adc) sensor. The customer reported that the p hand was attached to the sensor with the sensor attached. The customer was able to self-treat by removing the needle. There was no report of death or permanent impairment associated with this event.